Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, the reported issue of "the device not infusing at all" was not reproduced. The device was found to infuse during flow accuracy testing, however it under infused at -5.8272%. A review of the event history log (ehl) revealed an infusion of vasopressin started a day prior to the reported event date that continued into the next day. The infusion was initially programmed with a rate of 12 ml/hour and a volume to be infuse (vtbi) of 75 ml. Throughout the infusion, the user updated the rate 4 times and the vtbi 29 times. The ehl also showed that the pump alerted for multiple alarms throughout the infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the under infusion was determined to be an out of adjustment pressure plate assembly. The pressure plate assembly requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had programmed the vasopressin for infusion. It did not infuse at all and no occlusion alarms occurred and the treatment was delayed. This occurred during delivery at the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.